Event description:
In this event it is reported that a waveone gold reciprocating file small 25mm broke during use. The broken part was not retrieved and was incorporated into the fill. No patient injury.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Manufacturer narrative:
Customer not returning. Product was discarded and no lot number provided for DHR review.